Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A u.s. Distributor reported that a patient had developed an itchy irritation under the front clasps of the garment. The patient's doctor instructed the patient to use cortisone cream and to place a coffee filter under the clasps. After using the cream along with the coffee filter, the patient reported that the irritation healed.